Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the device caused them nothing but pain and didn't do anything for their urinary problems. No device issue was reported and no further patient complications have been reported as a result of this event. Additional information was received from a consumer. It was reported that the device was removed, and it was not any help when it was implanted; the pain was horrible. No further complications were reported/anticipated.